Event description:
It was reported that the user experienced hyperglycemia after the infusion set was connected incorrectly, resulting in approximately two hours without insulin delivery; the user later reconnected the set with assistance and reported a highest fingerstick reading of 470 mg/dl with device alerts for prolonged high glucose. Symptoms included sustained hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis, and no medical intervention or backup therapy was used. Outcomes included temporary impairment due to elevated glucose without hospitalization or need for assistance. Investigation included complaint intake, user follow-up, and troubleshooting and education regarding infusion set connection and confirmation with manual glucose testing. Investigation of this case revealed an incorrectly attached infusion set or connector associated with the infusion set and cartridge, consistent with user-reported low vision and subsequent correction by a caregiver, aligning with high glucose as the reported event. It was concluded, based on previously established findings for similar reports, that user handling error related to infusion set connection was the most likely cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.